Event description:
Patient received six shocks due to noise which was reproducible with arm movements.

Event description:
Patient received six shocks due to noise which was reproducible with arm movements. Lead subsequently returned for multiple shocks due to oversensing. Insulation breaks noted after lead was removed.